Manufacturer narrative:
This investigation is complete, should additional information become available this investigation will be update.

Event description:
Boston scientific received information that this right atrial (ra) lead was repositioned due to a failure to capture. The lead remains implanted. No adverse patient effects were reported.